Manufacturer narrative:
Additional information: according to the information received, the device is not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. Further checks are considered but no date has been scheduled yet.

Event description:
The clinic reported that the CT scan shows the electrode to be outside of the cochlea. Reportedly the user showed no progress over the past year. Consultation with the ent surgeon is considered. Expert measurements and CT scan will be provided soon.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The clinic reported that the CT scan shows the electrode to be outside of the cochlea. Reportedly the user showed no progress over the past year.